Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further investigation, it was determined that the event could not cause or contribute to a serious injury and/or death.

Event description:
It was reported that the motor device was "working intermittently". It was further clarified that the device was returned from a training course. This event was not related to surgery. There was no patient involvement reported. There were no reports of injury or medical intervention. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.